Event description:
It was reported when the programmer was turned on an error code appeared. Technical services (ts) determined the programmer had been sitting in a vehicle. Ts suggested unplugging the programmer and to allow it to sit in ambient room temperature. The status of the programmer is not known and there was not a patient associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).